Event description:
The customer returned the subject device to an olympus service center for evaluation with a report that the endoscope image displayed was blurred. There was no patient or user injury reported.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue, although it is a possible sporadic failure. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the ccd unit. Sliding error of movable l-range that occurred in the zoom scope. Image occurred within the allowable range. Damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use. Warnings and cautions. During inspection and testing, service found the angle knob play was out of specification due to the extension of the angle wire. There was dirt on the operating unit that was difficult to remove. The right/left angle fixing knob had dirt that was difficult to remove. Scratches were observed on the control section, on the switch box, on the grip, on the universal cord, and on the scope connector side of the universal cord. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.